Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient obtained the blood glucose reading of 575 mg/dl. At that time the patient experienced no symptoms of high or low blood glucose levels and tested negative for ketones. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, basal setting and date/time were correct, and there were no issues with the infusion set or infusion site. It was also determined the patient's technique was incorrect by not filling the cannula upon infusion set replacement, and she did not change the infusion site every three days as recommended. The patient's technique was incorrect by not filling the cannula, which may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this compliant is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012, the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: no insulin delivery defects were found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 29 hours and found to be operating within specifications.